Event description:
It was reported through literature that an asahi fielder xt-r guide wire might have caused or contributed to vessel perforation. Publication: advances in interventional cardiology 2024; 20, 1 (75): 117-118 title: contrast-enhanced echocardiography to define guidewire-related distal coronary artery perforation run-off and to rule out active intrapericardial bleeding [excerpts] it was reported that percutaneous coronary intervention (pci) was performed for a chronic total occlusion (cto) of the left circumflex (lcx) coronary artery. After successful crossing of the cto with an asahi fielder xt-r guide wire and recanalization with stenting to the lesion, perforation was detected at the distal segment of the artery. However, whether this perforation caused extravasation into the pericardium or into a cardiac chamber was not identified. The patient remained hemodynamically stable, and transthoracic echocardiography (tte) showed no evidence of pericardial effusion. Despite prolonged balloon inflation, spontaneous sealing was not achieved. When sodium hexafluoride (na3aif6)-based ultrasound contrast agent (uca) was intravenously injected and contrast-enhanced tte was performed to clearly define the direction of the perforation, no evidence of contrast media in the pericardial space was detected, ruling out active intra-pericardial bleeding. The physician decided not to perform anticoagulant reversal, and the procedure was then completed as it was felt there was no risk of late cardiac tamponade. The patient was discharged 24 hours later and remained asymptomatic at the follow-up after 6 months. This case illustrates the utility of uca along with tte for the definitive diagnosis of coronary artery perforation leaking into a cardiac chamber and excluding a communication with the pericardium.

Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. Device evaluation could not be performed because the affected devices were discarded and not returned from the user facility. Lot history records review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. Based on the literature information and referring to known similar events, it was presumed that the subject fielder xt-r guide wire might have been advanced farther in the lcx without sufficiently confirming the tip location, causing the perforation. It was concluded that this event was not attributed to product quality. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ use this guide wire carefully as the guide wire may penetrate the blood vessel. Otherwise, it may cause adverse events such as blood vessel perforation and coronary artery dissection. The higher torque performance, stiffer distal end, and/or higher advancement force may present a higher risk of perforation or injury than if using a more flexible guide wire. Therefore, use the most flexible guide wire that will treat the lesion (i.e., the guide wire with the smallest tip load that will treat the lesion), and take due care to minimize the risk of perforation or other damage to blood vessels. [Malfunction and adverse effects] ~ damage to a vessel, including possible vessel perforation